Manufacturer narrative:
The device was received for evaluation. Visual inspection found the nypro check valve to be inverted causing the no flow. The reported condition was verified. The cause was determined to be misassembly by the operator. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was "blocked." This occurred before use of the device. There was no patient involvement. No additional information is available.